Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a burred guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 0.018¿ x 50cm nitinol guidewire. The sample was received in its plastic hoop. Usage residues were observed in the coil region. Slight curved shape memory was observed in the coil region. The proximal end of the coil wire was peeled away from the core wire and protruded from the wire shaft. Microscopic inspection of the wire confirmed that coil wire was peeled away from the core wire at the coil/core transition. The reported guidewire roughness was caused by the dislocation of the coil wire at the transition; however, the cause of the dislocation was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include wire manipulation prior to or during attempted use. A lot history review (lhr) of reez3387 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported guidewire got hung up on removal-customer states that it feels like there's a burr in the wire. No other information was provided. 06/24/2021: the proximal end of the coil wire was peeled away from the core wire and protruded from the wire shaft.